Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. Confirmatory testing was performed using gram staining and sub culturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer is reporting an additional 442023 bottle from lot 1252583 that triggered positive in the bactec and when they removed it they noticed there was media/blood under the sensor. They gram stained the bottle and saw no organisms and subcultured without growth. Currently they are manually incubating the bottle in their incubator until protocol is done. No patient results were affected. Quantity received and quantity affected: 60 boxes received. 1 bottle affected. Customer is reporting an additional 442023 bottles from lot 1252583 that triggered false positive due to media under the sensor.

Manufacturer narrative:
H6: investigation summary: customer reported a sensor adhesion defect and false positive result. Neither photos nor returned good samples were received. Retention samples could not be visually inspected/ tested for reported defect (i.e. False positive and sensor adhesion). Batch history record review was used for this investigation. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted, and batch has been previously investigated for the reported defect (i.e. False positive and sensor adhesion). No trend identified. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is unconfirmed based on batch history record review. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used.

Event description:
It was reported while testing with bd bactec¿ plus aerobic/f culture vials (plastic) false positive results were obtained. Confirmatory testing was performed using gram staining and sub culturing. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: steps taken with customer/troubleshooting: customer is reporting an additional 442023 bottle from lot 1252583 that triggered positive in the bactec and when they removed it they noticed there was media/blood under the sensor. They gram stained the bottle and saw no organisms and subcultured without growth. Currently they are manually incubating the bottle in their incubator until protocol is done. No patient results were affected. Quantity received and quantity affected: 60 boxes received. 1 bottle affected customer is reporting an additional 442023 bottles from lot 1252583 that triggered false positive due to media under the sensor.